Manufacturer narrative:
(B)(6).

Event description:
It was reported that the jetstream catheter and wire became stuck. A 2.4mm jetstream xc atherectomy catheter was selected for this procedure in the superficial femoral artery. It was noted that the vessel was 70% stenosed with moderate calcification and mild tortuosity. During the procedure, while inside the patient, the jetstream catheter was in rex mode when it became stuck to the non-bsc wire. The catheter was unable to advance or retract, so the guidewire and non-bsc filter had to be removed together along with the catheter. The procedure was already completed when the catheter became stuck, so no further treatment was required. No patient complications were reported.